Manufacturer narrative:
Philips has investigated this complaint. It was reported that exposure was not possible intermittently. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found enmv high error, tso I/o safety line check failed. Upon further inspection, fse found that geo module was defective. Fse replaced the geo module. After replacing the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were partially unavailable. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.